Event description:
The recipient reportedly underwent a medical procedure to manage facial paralysis. The recipient will be managed by physical therapy.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section g.3. The original reportable date of awareness has been corrected to january 9, 2025. Advanced bionics considers the investigation into this reportable event as closed. The recipient will continue with kinesiology therapy. The recipient continues to use the device with good performance. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.